Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent a right inguinal hernia repair. A bard/davol perfix plug was implanted in patient during this repair. (B)(6) 2017:the patient underwent surgery (due to his continued right groin pain). On entering patient's right groin area, the surgeon observed that the mesh had adhered to the ilioinguinal nerve. Additionally, the surgeon ¿tried to separate the cord structures and vessels and the vas deferens from the mesh but in the area of the plug this was going to be impossible due to significant scar tissue formation.¿ the surgeon performed a resection of the previously placed mesh, plugoma and right ilioinguinal nerve; right orchiectomy due to significant, severe scar tissue formation; and a primary hernia repair. The patient suffered and continues to suffer from severe pain, inflammation, and cramping, which affect his everyday life. Patient also requires ongoing physical care and treatment. The patient also requires further medical treatment, including likely need for future surgeries. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The perfix plug implanted in patient failed to reasonably perform as intended. The perfix plug caused serious injury and had to be surgically removed via invasive surgery and caused the patient debilitating complications ¿ far worse than the original hernia in which the perfix plug was initially implanted to treat.

Manufacturer narrative:
Addendum to previous report. This supplemental emdr is being sent to correct the expiration date provided. Not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery due to his continued right groin pain. In addition "the surgeon observed that the mesh had adhered to the ilioinguinal nerve. The surgeon ¿tried to separate the cord structures and vessels and the vas deferens from the mesh but in the area of the plug this was going to be impossible due to significant scar tissue formation.¿ the surgeon performed a resection of the previously placed mesh, plugoma and right ilioinguinal nerve; right orchiectomy due to significant, severe scar tissue formation; and a primary hernia repair. Adhesions and inflammation is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent a right inguinal hernia repair. A bard/davol perfix plug was implanted in patient during this repair. On (B)(6) 2017:the patient underwent surgery (due to his continued right groin pain). On entering patient's right groin area, the surgeon observed that the mesh had adhered to the ilioinguinal nerve. Additionally, the surgeon ¿tried to separate the cord structures and vessels and the vas deferens from the mesh but in the area of the plug this was going to be impossible due to significant scar tissue formation.¿ the surgeon performed a resection of the previously placed mesh, plugoma and right ilioinguinal nerve; right orchiectomy due to significant, severe scar tissue formation; and a primary hernia repair. The patient suffered and continues to suffer from severe pain, inflammation, and cramping, which affect his everyday life. Patient also requires ongoing physical care and treatment. The patient also requires further medical treatment, including likely need for future surgeries. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The perfix plug implanted in patient failed to reasonably perform as intended. The perfix plug caused serious injury and had to be surgically removed via invasive surgery and caused the patient debilitating complications ¿ far worse than the original hernia in which the perfix plug was initially implanted to treat.